Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The blood leak was visually observed and the blood leak occured within immediately after the initiation of treatment. The estimated blood loss was 100ml. The machine did alarm appropriately. Blood test strips were used, and tested positive. The patient did not experience any adverse effects or require medical attention. The patient completed his treatment on a different machine with a new set-up. The actual sample is not available for evaluation.

Manufacturer narrative:
There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported complaint of internal dialyzer blood leak was not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the compliant incident cannot be reached without physical examination of the complaint sample.